Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, hypoglycemia, blood at the insertion site. The customer also reported a difference between sensor glucose and blood glucose values and calibration not accepted. The customer was treated for hyperglycemia with insulin pump (subcutaneous insulin infusion), hypoglycemia with carb intake. The event involved product(s) mmt-1884, mmt-342g, mmt-431ag, and mmt-7040a. Troubleshooting was performed. Insulin delivery was not suspended. Measured sensor glucose and blood glucose values at different times were blood glucose values were 325 mg/dl, 130 mg/dl, and 107 mg/dl, and the sensor glucose value was 50 mg/dl. The difference between blood glucose and sensor glucose was outside the acceptable range. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-342g. No product return is required for mmt-431ag. No product return is required for mmt-7040a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary:- customer doesn't experience hyperglycemia and not treated with insulin pump (subcutaneous insulin infusion).